Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The inratio results were as follows: (B)(6). The daughter of the patient self tester called in with concern that her mother's inr has been fluctuating over the past month with no dosage changes as noted above.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 373678a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Customer did not provide a reference value for comparison; unable to determine the accuracy of the inratio result without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.